Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 2 years and 9 months. The broken spine was returned for analysis, and the exhibits damage marks to the anterior surface that could have resulted from removal or movement within the joint after the breakage. Sem analysis was performed on the fractured surface, and it was determined that the spine broke due to fatigue fracture. The fracture origin is at the anterior/lateral part of the spine and propagates in a medial/posterior direction. This information suggests that the fracture resulted from contact on the anterior./lateral part of the spine, such as would occur from the femoral component in an extended knee. X-rays were not returned for review, thus it is unable to be determined whether there was joint/implant malalignment that could have caused excessive anterior impingement of the spine. Additionally, it is unknown whether the patient had laxity in extension or other joint tissue that may have contributed o the impingement of the spine in extension. Surgical notes from the arthroscopic removal were provided, and it is indicated that the implants were in excellent condition. Based on the available information, a definitive root cause can not be ascertained at this time. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the patient presented in 2009, to office 2 1/2 year post-op and complained of pain in the left knee lateral region with occasional instability. Patient had additional office visit 29 days later. At approximately three weeks later, left knee scope recommended and performed at about one month later. Only the broken spine was removed. Patient will require a revision surgery, which will be scheduled.